Manufacturer narrative:
H3: device returned for evaluation? (Remove no and change to yes). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in h3, h6, h10. H10: one actual sample was received for evaluation without a cap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during separation of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set separated from the main body of the twist clamp. This occurred during use for peritoneal dialysis therapy. The event was further described as ¿when the patient was disconnecting the transfer set after therapy the navy blue and light blue parts started separating". As a result, the patient clamped the line and the transfer set was replaced on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.